Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose level was over 500 mg/dl, with ketones. Customer went to the emergency room (ER), where they received insulin to address their high blood glucose level. Customer was released later that same day. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.